Manufacturer narrative:
Returned device was received in excellent physical condition. During the evaluation of the device, water flow of the device was really bad. The magnet from the impeller was not fixed at all on the impeller shaft. The o-rings were changed and the tank gasket was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported the level 1 hotline low flow system (hl-90) had a defect with the pump. The magnetic part was not fixed at the shaft. This was preventing the rotation of the pump. There was no patient involvement.